Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was re-hospitalized after experiencing major bleed. The patient was admitted on the (B)(6) 2016 and discharged on the (B)(6) 2016.

Manufacturer narrative:
Additional information received: the patient presented with acute weakness in his lower extremities and patient's hgb was lower than normal limits.  Patient is chronically anticoagulated and reports that prior to this his inrs have been therapeutic.  Patient has not had previous gi bleeds/anemia prior to vad placement.  The patient has subsequently been discharged and was transplanted.  The patient expired after the transplant. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined. However clinical factors that may have contributed to it include the patient's therapeutic use of anticoagulant therapy in conjunction with his hvad. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.